Manufacturer narrative:
The event occurred in december 2022. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette was discovered to have small black particles in the interior of the cassette. This was observed during set up of peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5: the customer provided suspect lot numbers: h22g27119 , h22h17043 (omitted on initial). H10: one (1) actual sample was received for evaluation with tubing lines cut off the cassette. A visual inspection with the naked eye noted a tiny black loose particulate matter (pm) particle inside the cassette. The particulate was loose and black in color. The reported condition was verified. The cause of the condition was determined to be bearing dust from a belt bearing failure during the manufacturing process. A batch review was conducted on the two suspect lot numbers and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.